Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 46 mg/dl. Customer advised they had issues with their reservoir during the no delivery troubleshooting process. The insulin pump will not be returned for analysis. Customer wanted a replacement and believed the insulin pump was at fault even though the connection issue with the reservoir was the issue. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. Frn-model unknown ¿ reservoir; infusion set; unomedical infusion set.